Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Date of birth: ni, patient weight: ni, catalog number: ni, lot number: ni, expiration date: ni, manufacture date: ni.

Event description:
Patient was revised 18 years post-implantation due to poly wear. The poly liner, locking ring, and modular head were removed and replaced.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.